Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and b7. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 10 jan 2020: on (B)(6) 2020, it was reported that the patient underwent the placement of a drainage (drain) to remove the accumulated liquid. On (B)(6) 2020, it was reported that the drainage had been replaced. The patient had respiratory physiotherapy to help with the expectorate secretions continued antibiotic treatment for the pneumonia. On (B)(6) 2020, it was reported that the drainage was removed and unknown tests had revealed that the accumulation of fluid in the abdominal space had disappeared. The pneumonia had improved and the patient's saturation levels were within normal ranges without oxygen. The patient was discharged and the antibiotic therapy was discontinued on (B)(6) 2020.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum and peritonitis are known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, while hospitalized, the patient experienced liquid accumulation in the abdominal wall and epigastric pain with radiation to the left shoulder. An x-ray was done which revealed a pneumoperitoneum. The patient was rested and was discharged home. On an unknown date, the patient experienced persistent pain, which intensified upon incorporation. The patient was sent to the hospital due to the persistence of the pneumoperitoneum and pain. The patient underwent unspecified lab tests and was found to have liquid accumulation in the abdominal wall. The patient was also diagnosed with pneumonia and treated with an unknown intravenous antibiotic.